Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty patient board set (printed circuit board). In addition, the evaluation confirmed the device was not reading the sd card due to a faulty pc board. The software version was upgraded from version 1.63 to 4.0. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present and an intermittent problem of not reading the sd card. This report is submitted due to the report of no image present. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional information. Updates to sections e2, e3 and g2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. It has been over 16 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.